Event description:
It was reported that the customer inserted a battery in the insulin pump, but there was no power. The customer's blood glucose was unknown. The customer's nurse advised the customer that the issue was a battery cap issue because the cap was screwed on in a crooked manner. The customer's nurse stated that the cap would not sit right. The customer's nurse used another battery, but the issue persisted. However, without a battery in the insulin pump, the cap was able to fit properly. Advised customer that the issue was with the threading in the insulin pump or the spring in the insulin pump. The customer later stated that only the light on the insulin pump was turning on, but nothing else appeared on the screen. Nothing further reported.

Manufacturer narrative:
A blank display was noted due to moisture damage on the electronic assembly. The insulin pump was not received with the original battery cap. No cosmetic damage was noted on the insulin pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.